Event description:
It was reported that patient underwent right total hip arthroplasty on (B)(6) 2011. Subsequently, a revision procedure was performed on (B)(6) 2014 due to osteolysis, the acetabular liner, modular head and taper were removed and replaced.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Report type - this is an adverse event. Examination of returned device found no evidence of product non-conformance. During the material analysis, it was noted that third party debris likely got between the liner and the ceramic head. It is impossible to determine how/when the third party debris was introduced into the system. There are warnings in the package insert that state that this type of event can occur. ¿complete preclosure cleaning and removal of bone cement debris, metallic debris, and other surgical debris at the implant site is critical to minimize wear of the implant articular surfaces¿.